Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that he obtained the error 4 message at 7am on (B)(6) 2015. The patient manages his diabetes with insulin (no adjustments). He reported that at 7:30am on (B)(6) 2015, he continued with his usual diabetes management routine and administered 20 units of lantus insulin. He claimed that "immediately" after the start of the issue, he developed symptoms of "headaches". He reported that at 9am on (B)(6) 2015, he self-administered "about 4 units of humalog" insulin to treat his symptoms. He denied using any other device to check his blood sugar level. During troubleshooting the cca noted that the patient was not using the meter for the first time, the patient had been storing his test strips correctly, he was using the correct testing technique and the test strip completely drew in the sample. The cca walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.